Manufacturer narrative:
The device is not expected to be returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use for an unspecified procedure, the subject device was found to have an unstable water supply and was also intermittent. The customer also reported the malfunction with the subject device was sporadic and had low pressure. The customer stated the issue occurred with twelve (12) to twenty (20) procedures and the operator found the malfunction intolerable. The patient outcomes were unknown however, it was reported the procedures may have been completed successfully after replacement of the front pump head. The customer reported the issues creates "delays in patient treatment and these are common adverse events." The customer further stated the subject device had a reduced flow rate and it was not easy to use anymore. The operator normally utilizes ten (10) speeds but it is intermittent and "it's coming out at 5 speeds" and can barely use it and it does not work as well as it could. The customer reported the device is used for flushing wounds. A request for additional information regarding the twelve (12) to twenty (20) procedures with delays in patient treatment is in progress. This MDR is to report the device malfunction associated with 12-20 patient procedures.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct h4. This report is related to patient identifier (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunction was confirmed. The flushing pump had poor water supply caused by a component failure of pump head. A definitive cause of the pump head failure could not be determined. However, the likely cause is that the performance of a consumable deteriorated as the number of usages increase. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received further information that the pump head was "bad" and had poor contact. It was replaced once with a brand new one and it was fine. The customer clarified reported delay in treatment as it would have flushed all at once but had to be flushed intermittently. It might have flushed in a minute but it took three (3) to five (5) minutes. There was no patient harm in the (B)(4) procedures reported, only delayed treatment.